Event description:
Six months after pci, total occlusion occurred. Pci was performed on this pt who presented for emergent due to an acute myocardial infarction of a totally occluded de novo lesion in the mid right coronary artery of 16mm in length in a 3.0mm vessel diameter. The (type c) lesion had a pre-existing clot. Pre-procedure medications included asa 81 mg/day. Intra-procedure medications included asa 81 mg/day, heparin 8000 units, isosorbide dinitrate 5mg, ticlopidine hydrochloride 200 mg/day and nicorandil. The lesion was pre-dilated with a 2.5x20mm balloon at 12 atm before deploying one 3.0x23mm cypher stent at 18 sym. Post-dilation was performed with a 2.5x20mm balloon at 12 atm. Timi 0 and iii flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 0%. Post-procedure medications included aspirin 81 mg/day and ticlopidine hydrochloride 200 mg/day. The pt had follow-up six months later. Cag was conducted and thrombus was confirmed in the implanted cypher. The physician attempted to treat the lesion but the guidewire did not cross the lesion. Treatment would not be conducted in the future because the pt had no symptoms.